Event description:
Customer reported being treated by the paramedics, due to low blood glucose. Customer stated that she had an insulin reaction troubleshooting performed.

Manufacturer narrative:
Analysis revealed the device had an a-33 alarm, due to a defective force sensor, which prevented further testing.